Manufacturer narrative:
The reported complaint of the icy catheter was confirmed. A pinhole leak was observed at the proximal end of the distal balloon during functional leak test. Probable causes for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Observed blood residue in the balloons and also blood in the out luer tubing. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance, except the proximal port was clogged with blood. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the distal balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 89384.

Event description:
A patient was hospitalized and ivtm therapy was initiated utilizing an icy catheter. Forty-eight hours after the icy catheter placement, the thermogard xp ivtm console generated air trap alarm and an empty saline bag was noted. The catheter leak was suspected. The airtrap alarm was cleared on the thermogard console, however, the treatment was discontinued and no further temperature management therapy was administered since the patient reached the target temperature. No patient harm or consequence reported on this event.